Event description:
The customer contact reported unrestricted flow. The dial-a-flo tubing set was connected to an unspecified primary tubing set and was being used to deliver 1l of 0.9% sodium chloride. Initially, the dial was set at the "wide open" position to deliver an bolus of sodium chloride. The pt was reported to be dehydrated and hypotensive. The bolus was delivered for 30 mins. It was reported that the rate was then changed to 125ml/hr. It was not specified the volume of solution that was delivered in the 30 mins. Reportedly 60 mins after the delivery was initially started, the nurse noted that 600ml had been delivered. The nurse changed the rate to "off" on the dial-a-flo; however, solution was noted to be delivering at a "wide open" rate. The dial-a-flow tubing set was replaced and the therapy was resumed. No medical interventions were required. The customer contact reported that "the pt's condition improved due to the extra volume as the pt was dehydrated and the blood pressure began to improve." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).